Event description:
As per customer, material number is 515052.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. Medical device catalog # has been updated to 515052.

Event description:
The following information was provided by the initial reporter: epoch medication was reported to be leaking at the filter of the cadd administration set tubing. Medication was brought to pharmacy, and some droplets of solution were visible around filter however it was difficult to determine exact location of leak since medication was in chemo bag. Spike around entry of the bag seemed intact and the bd phaseal female adapter was also intact. No changes to compounding were determined to be made. Md was notified by rn and gave orders to continue with new epoch bag. Pt is on daily continuous 24-hour epoch infusion (mon-fri) no reported events or issues noted on tuesday. Potential item malfunction no patient harm reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.